Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation found that the pump was poorly maintained and exhibited visible external damage including a crack in the battery compartment, scratches on the display lens, and damage to the keypad and hand grips. Evaluation also demonstrated that the keypad buttons were functioning properly and pump insulin delivery was operating within required specifications and delivery accuracy. As stated in the cartridge instructions for use, the cartridge is a reservoir for insulin to be delivered by the animas infusion pump. The patient indicated that she knew she should not manually administer insulin using the cartridge and infusion set.

Event description:
The patient reported that she removed the cartridge from the pump and manually infused insulin with the infusion set by pushing on the cartridge plunger. The patient stated that she was unable to administer a bolus of insulin using the pump as the keypad buttons were unresponsive. The patient subsequently received ems treatment for hypoglycemia.